Event description:
It was reported an alarm was heard and confirmed by telemetry. The pump was no longer active but was still implanted. The alarm was going off and it seemed to be getting louder. The alarm has been going off since as long as the patient can remember. The specific date was unknown. The hcp was going to replace pump because it had reached its "5 year mark." The hcp did a nuclear medicine study. The hcp put dye in her and noticed the dye was going to her muscle rather than her spinal cord. At that time the hcp felt that he could go in and replace the entire thing but it was risky because the patient's "back is so messed up." The hcp decided just to leave the pump and catheter in. Hcp could take it out at a later time if she absolutely needs it. The patient was too sick to go into office to have to the pump silenced. The patient had two infected ulcers on her ¿butt checks.¿ the patient could not go anywhere and was paralyzed and could not move. The last appointment was (B)(6) 2013. The pump was delivering baclofen. It was later reported the patient was still having concerns regarding their device or therapy but was working with their doctor or representative. The patient could not go to the doctor¿s office due to two infected ¿butt ulcers¿ and could not leave her bed. The patient wanted the battery alarm turned off. It was later reported the cause of the event was the pump battery depletion. The alarm was silenced on (B)(6) 2013. The patient outcome was no injury. The pump was delivering compounded baclofen.

Event description:
It was later reported that the pump alarmed after the elective replacement indicator (eri) occurred. The battery depletion was normal. A catheter occlusion occurred in the distal segment. An (B)(6) study was done on (B)(6) 2012 and revealed that the isotope was not reaching the subarachnoid space. The patient¿s spasticity and pain were well controlled despite the catheter failure, so no pump or catheter replacement was planned. The patient outcome was reported as ¿no injury¿.

Manufacturer narrative:
(B)(4). No longer applies to this event.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), product type catheter product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).